Event description:
This lead was attempted, but not implanted, on (B)(6) 2011 due to diaphragmatic stimulation. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).